Event description:
A pt with left subtrochanteric femur fracture was taken for surgery for an intramedullary nailing of the fracture. During the procedure, the insertion handle for the synthes femoral nail broke requiring removal of the nail and application of a new femoral nail entrance handle. This occurred twice. One of the jigs that broke left behind a 2 mm x 2 mm stainless steel piece within the extra-articular soft tissue of the lateral hip area. An attempt was made to recover this piece. However, after approx 45 minutes of attempting, the decision was made that there was a potential for more damage to soft tissue to incur from retrieval of this piece of the entrance handle and the retrieval was aborted.